Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor showed a speaker malfunction error message, and the speaker could not produce sound. There was no adverse event or patient harm reported.